Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012, alleging that she experienced elevated blood glucose (bg) of 568 mg/dl as a result of not receiving an insulin bolus that had been programmed to be given via the meter remote. The patient did not report any signs or symptoms of hyperglycemia. The patient treated the elevated bg with a correction bolus of insulin via the insulin pump. The patient reported during the call to animas that her bg had decreased down to 450 mg/dl and continued without signs or symptoms of hyperglycemia. The patient reported that she had programmed the insulin bolus to be delivered by the pump via the meter remote, but alleged that the signal did not go from the meter remote to the pump. The patient stated that she had discovered she had not properly paired the pump with the meter. The patient was able to successfully pair the meter with the pump and continued on insulin pump therapy. The patient was advised by customer technical support to continue to monitor bg and administer insulin as needed. This complaint is being reported because the patient experienced elevated bg while on insulin pump therapy as a result of not properly pairing the meter remote with the insulin pump prior to attempting an insulin bolus.